Event description:
Reporter alleged obtaining a discrepant blood glucose result of 29 mg/dl and 444 mg/dl on a patient using inform system 1 compared back to back with a result of 205 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.

Manufacturer narrative:
This medwatch report for the suspect device used in system 1 (lot number 550907, expiration date 05/31/2010). Reference medwatch report is for the suspect device used in system 2.